Manufacturer narrative:
A necessary correction was identified. Corrected information has been provided in d2 - part 1. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A nurse reported that following cataract extraction with intraocular lens (iol) implant procedure, the patient experienced losing the ability to focus at near. The iol was exchanged in a secondary procedure. Additional information was requested.

Manufacturer narrative:
Additional information provided in d.10., h.3., h.6., and h.10. Additional and corrected information provided in b.5. Product evaluation: the lens was returned positioned incorrectly in the lens case. Solution was dried on the lens. The optic is torn/cut into two portions. One optic portion has a scrape across the rings. All product and batch history records are quality reviewed prior to product release. Associated products were not provided. It is unknown if qualified products were used. The product investigation could not identify a root cause for the complaint of "the patient experienced losing this focusing ability for near vision after surgery". The optic was scraped across the central optic rings. The lens was also returned in pieces, typical of an insertion and removal. During the manufacturing process, each lens is subjected to a 100% assessment of the power and optical resolution in order to determine acceptability per the lens model and diopter. The information that a non-toric lens model was replaced with a toric lens model may suggest that the replacement lens model and diopter selection may have been an improved choice for the patient's vision needs. The manufacturer internal reference number is: (B)(4).